Event description:
The customer stated that she tested her blood glucose and received a reading of 287 mg/dl with one of her contour meters. She retested with another contour meter a few minutes later and received of 22mg/dl. The difference between the readings falls in the "e" zone of the parkes error grid, making the difference clinically significant. Shortly after testing her blood glucose, the customer lost consciousness. An ambulance was called, and paramedics tested the customer's glucose at 23 mg/dl using their meter. The customer was treated with glucose. The customer only had one test strip left, but the meter was returned for eval. A replacement contour meter was sent to the customer.